Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was evaluated where no abnormalities were found though there were several technical defects such insulation failure at distal end, lens chipped, rubber glue lifted, rubber cut, insufficient angulation, and biopsy channel worn out. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The customer provided the following treatment data for the contaminated endoscope: annual sampling performed using anios clean pre-cleaning detergent using a non-olympus automated endoscope reprocessor with intercept plus detergent and rapicide ab disinfectant. Device stored on tray. Maintenance is performed by olympus. The olympus france tested the subject device and the analysis performed 07oct2021 was positive for staphylococcus a coagulase negative and gram positive bacteria. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device tested positive for microbial contamination during routing testing. All channels tested positive for: greater than 100 colony forming units of pseudomonas aeruginosa, aeromonas hydrophila, citrobacter freundii, and staphylococcus a coagulase negative. No patient involvement.